Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. This report is filed july 21, 2016.

Manufacturer narrative:
This report is filed, march 22, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site that was treated with antibiotics (date and duration not reported). The patient is scheduled for explant/re-implant surgery, however, surgery has not occurred as of the date of this reported, (B)(6) 2016. The implanted device remains.